Event description:
A pt died. Spouse indicated that the integra had failed and did not alarm. The pt had been on oxygen for a very long time and their oxygen prescription was 4 lpm for 24 hours a day, but pt would increase the liter flow on their own. The integra 10 lpm with oxygen monitor had 11,662 hours and was due for the next maintenance at 18,000 hours. The pt had emphysema and had been on oxygen since 1983. The pt was renting the equipment. Spouse is claiming that the machine quit running, the green light was on, spouse pressed the reset button and the machine started. Either they or the pt wore a hearing aid. The ambulance picked them up and they died.